Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an auto-off alarm. Tandem technical support educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting. Additionally, the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly the customer continued to use the pump for insulin therapy. The customer's blood glucose level was 150mg/dl.